Event description:
The device was used during a laparoscopic nephrectomy. Reportedly, the bag detached. The surgeon was able to retrieve the bag and applied another device to complete the procedure. The hosp has reported no pt injury occurred.